Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that there had been an unusable battery in bay#2 that had been replaced by the customer, and noted that the current batteries in use would recharge normally. The stm ran the iabp unit with a trainer and was unable to duplicate the customer's reported issue. The stm noted that the iabp unit performed normally and everything appeared to be operating properly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was powered on, the iabp unit instantly shut down. There was no patient involvement and no adverse event was reported.